Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets with cassette experienced connections issues between the green protective pull ring cap and the patient line connector. The connection issues were further described as, ¿green cap on patient line of amia cassette was too loose easily comes off¿. This occurred during unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: g04034 added additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.